Manufacturer narrative:
The event occurred in (B)(6). Conclusion the complaint can not be verified due to mishandling of the product. Result the soft component of the buttons are damaged and restricted handling of the pump is a possible implication. As result of the leaky soft components moisture may enter and caused damages to the electronic of the pump. The up button is permanent active due to an external mechanic damage. Additionally to the permanent activated up button the other buttons do not respond to commands. The mentioned e8 error is not a malfunction. The error was triggered as consequence due the power interrupt by the customer while the pump was in run mode. The customer tried to clear the button defect with an restart however without success. After restart the e8 error was triggered and could not be cleared as result of the permanent active button. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
Patient reported the button on the infusion device does not work. Patient stated the error 8 cannot be confirmed. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.